Event description:
During a procedure duew to the wide neck aneurysm, 2 excelsior sl-10 microcatheters were approached to the lesion. The gdc 10-standard synerg detection circuit and the coil under this event, gdc 10-soft 2d sr 2-diameter stretch resistant synerg detection circuit, were inserted into both excelsior sl-10 microcatheters. The gdc 10-standard synerg detection circuit was deployed, and subsequently to more coils were deployed through the same excelsior sl-10 microcatheter. Then, even though the gdc 10-soft 2d sr 2-diameter stretch resistant synerg detection circuit was intended to be detached, the electricity could not be turned on. When this coil was checked, the physician found that it had already detached.